Manufacturer narrative:
Product event summary: (B)(4): the distal segment of the lead was returned, analyzed and analysis revealed no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The proximal and distal conductors of the lead became extrinsically distorted due to pulling/stretching/overstress. There was blood on the proximal and distal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood. The inner insulation of the lead was extrinsically breached due to a tear, the outer insulation of the lead was extrinsically breached due to a cut and the outer insulation of the lead was extrinsically breached due to melting. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically melted but not breached, developed a cosmetic esc (environmental stress cracking) while in vivo, and the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage and indicated stretching.

Event description:
It was reported that there was high thresholds on the right ventricular (rv) lead. It was also reported that the right atrial (ra) lead dislodged during the extraction procedure. Both lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).